Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using the biofire assay and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: eua(B)(4). The following information was provided by the initial reporter: "it was reported that customer stated false positives received from bd max sars covid assay. Run (B)(6) both showed weak n1 amplification that produced a positive result on the max but were negative on biofire repeat."

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results with the bd sars-cov-2 reagents (ref. 44500301) lot 0302991 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer complained about suspected false positive results when using bd sars cov-2 reagents for which a retest with biofire were negative. Database of instrument ct1092 was received and analyzed. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. Complaint text mentioned an issue with run #1100, and a total of 11 run files, tested before and after run #1100, were extracted from the database for analysis. Manual pcr curve adjudication was performed with those 11 run files. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Results of run #1100 indicated 6 n1 only positive result, all associated with fluorescence increase and shaky curves. In all the runs analyzed, fluorescence curves displayed characteristic consistent with true amplification of low amount of target. In some cases, weak fluorescence increases were also observed in the cy5 channel (n2), although below the threshold to give a positive result supporting the fact of a presence of low amount of target detected. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is a conservative assessment of the data. Instrument database from ct1092 was also analyzed. Database analysis revealed that the last 4 lots used by the customer gave similar n1 only positive results rates and lot 0302991, involved in current complaint, behave similarly to other lots. Overall, bd was unable to confirm the exact cause of the customer¿s positive results during the investigation. Nonetheless, based on the data analyzed, the reagents are not suspected of being in cause. There is no indication of an increase in complaints for discrepant results with the bd sars-cov-2 reagents lot 0302991. The root cause was not identified but positives samples at the limit of detection of the assay and/or contamination by customers are suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using the biofire assay and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "it was reported that customer stated false positives received from bd max sars covid assay. Run 1108 and run 1109 both showed weak n1 amplification that produced a positive result on the max but were negative on biofire repeat."